Event description:
Information received from the field notes that the patient presented to the emergency room after having experienced syncopal episodes. Interrogation revealed that the lead was oversensing resulting in inhibition. A chest x-ray showed possible micro-dislodgment. When the pulse generator was replaced, the lead was repositioned. The oversensing continued. The lead was repositioned a second time, but was later replaced.